Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera system to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable. The camera was also replaced as a precaution. The camera produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera head was returned to isi for failure analysis. Engineering eval found that the camera head stage is damaged. Engineering concluded that the camera head had likely been dropped or slammed as it exhibits marks on the housing. As of (B)(6), 2009, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that approximately 1.5 hrs into a da vinci s hysterectomy procedure the surgeon experienced double vision and left eye video loss. Prior to contacting an isi field service engineer to assist with troubleshooting the issue, the circulating nurse restarted the power to the vision side cart (vsc). Unaware that the circulating nurse had restarted power to the vsc, the surgeon decided to convert the procedure to traditional open surgical techniques because he thought that the entire vision system had failed. No pt harm was reported.